Manufacturer narrative:
(B)(4). The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems (70714u125, 70802u101) are filed under separate medwatch reports.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 70714u125) was advanced to the left atrium. When the clip was opened to the 180 degrees, the grippers did not raise. The cds was removed and replaced. The second cds (70801u196) was advanced to the mitral valve. Grasping was performed, but noted to be difficult and a posterior leaflet tear was noted. The clip was implanted, reducing mr to 3. The third cds (70802u101) was advanced to the mitral valve, and the clip was placed; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), and an anterior leaflet tear was noted. The mr returned to 4. The patient was confirmed to be stable and was sent to mitral valve replacement (mvr) surgery for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appear to be related to patient morphology/pathology due to the calcium on the valve. The reported patient effect of tissue damage was a result of difficulty grasping the leaflet (procedural conditions). There is no indication of a product quality issue with respect to manufacture, design or labeling.